Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 27mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). During the procedure, the valve was observed to embolize following its release. A new 23mm, non-abbott valve was implanted. The patient was reported as stable.

Manufacturer narrative:
An event of the device migration was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. The reported surgical intervention was result of case specific circumstance as valve-in-valve was implanted. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2025, a 27mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). During the procedure, the valve was observed to embolize following its release. A new 23mm, non-abbott valve was implanted. The patient was reported as stable.